Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient noted a foreign material in the fill line of a baxter peritoneal dialysis cassette; further described as ¿a small black plastic¿ piece. No further detail was provided regarding whether the issue was noted prior to use or during use (no further detail was provided). There was no patient injury or medical intervention associated with this event. No additional information is available.